Event description:
It was reported the device was "locked in software mode". No patient involvement reported.

Manufacturer narrative:
Other text: d5 is unknown. No information has been provided to date. Device evaluation: a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device did not power up. The event log was not available. Functional testing confirmed the reported issue. Inspected the pump and when the pump was powered up, the device went into the software mode. Further investigation of the pump and determined that a corrupted software was the root cause of the issue. The software will be reinstalled. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4)., corrected data: correction information provided in h6 and h10.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device could not duplicate the reported issue of "lost programming". The device was started and ran with no issues. No fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.